Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that there was scratches on the screen and customer was barely read the screen. The customer's blood glucose was 90 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. No missing segment/partial display anomaly noted. Device had minor scratched lcd window. (B)(4).

Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. No missing segment/partial display anomaly noted. Device had minor scratched lcd window. (B)(4).